Event description:
The customer stated that she was hospitalized for low blood glucose levels, with a reading of 50 mg/dl. Prior to the event, the customer dropped the insulin pump in a bucket of water. The customer went to bed and then woke up feeling incoherent. At the time of the call, the act and esc were not functioning. Advised that the insulin pump would be replaced due being submerged in water. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. However, the insulin pump was received with intermittent button response and a scratched liquid crystal display window.